Manufacturer narrative:
Further information requested but was not received. Device was returned due to infection and erosion. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with pocket erosion at the pacemaker site. The entire pacemaker system was explanted due to infection. The patient's condition was unknown.